Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that he can't get his sensor to hook up to his insulin pump. The customer stated that the battery went dead on the insulin pump without notifying him of the low blood glucose. The battery was changed and the customer is unable to connect. The customer was advised on how to re connect. The customer's blood glucose is unknown. Nothing is being returned.